Event description:
It was reported that a patient got a rectal perforation 1 year ago. He was operated and got a colostomy. Today's surgery was to reconnect bowel to rectum with a circular device. During the procedure, the assistant physician closed the circular stapler (was in the green scale) and released the safety and fired. When they inspected the staple line, they could just see staples on rectal side. The washer was not divided into two pieces. It was only one piece and placed in the anvil. The patient will get a permanent colostomy. No more information is available.

Manufacturer narrative:
(B) (4). Information anticipated, but unavailable at this time. Additional information received on 1/29/2010: I have to talk to the surgeon who told me about the staplers to clarify this with one side. He is on vacations this week and will be back next week. Regarding the washer; the senior surgeons (they not fired the instrument) inspected the anvil and could see the breakaway washer looked like it was unused/unfired. But is very confusing because it was the colleague, a young doctor, who fired the instrument. As you already have seen in the answer below he heard the crunch and could felt it. Your questions about pre-existing conditions and about perforation dentate line I have to asked the surgeon again. Yes the anvil will be returned with instrument. Received the following information on 2/8/2010: the surgeon doing the stapling was sure he pressed it completely and heard the sound of crushed plastic. But when we looked at the devise all plastic were in the anvil?(=upper part). I have to ask my colleague next week exactly where the "not formed " staples were. The previous perforation was above the dentate line. The patient was previous healthy (no cancer, no irradiation).